Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-03226. It was reported that the patient's scs ipg and drg ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs ipg and drg ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.